Event description:
An unknown size biliary flexible stent was implanted in pt for treatment of the innominate artery in 2002. It was reported that the pt's vessel was severely tortuous and moderately calcified. It was reported that the pt was at the hosp for treatment of an unrelated issue when part of the stent consisting of 4 stent rings was found to be floating without being attached to the vessel wall. The other piece with 2 stent rings was still embedded to the vessel wall. It was reported that the stent was not attached to the vessel and was successfully removed from the pt.